Event description:
The surgeon reports via the sales rep, that the exeter stem had fractured and that a revision procedure was reportedly necessary for the patient as a result. The customer reported that the patient may be taking legal action.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not returned.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The exeter stem is broken approximately 68mm from the distal tip of the stem. There are marks of impaction on the prehension hole and scratches on the shoulder. Dimensional inspection was performed and was found compliant with drawing 3502-20-d revision a. The trunion of the stem is still attached to the head. Eds analysis showed the exeter stem to be made of a fe-cr-ni-mn-mo alloy consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed during this analysis. No patient medical records were returned or made available for review. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, medical records or x-rays for this surgery available to complete the investigation for establishing root cause. The reported event regarding stem fracture involving an exeter device was confirmed.

Event description:
The surgeon reports via the sales rep, that the exeter stem had fractured and that a revision procedure was reportedly necessary for the patient as a result. The customer reported that the patient may be taking legal action.